Event description:
Patient revised for pain and loose stem.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once if has been completed.